Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusor device underinfused solution. The fill volume was 230ml and there was still 230ml left after 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was filled with 115 ml of 25 mg/ml fluoruracil solution and 115 ml of (B)(6) dextrose in water. The device was attached to a 24 gauge catheter. Flow was verified before connecting. Device manufacture date: december 21, 2015 ¿ december 22, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow rate test was performed, and the flow rate was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.